Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation period of about 80 months, oversensing without inappropriate therapy was reported. No adverse patient side effects have been reported. The device was explanted.